Manufacturer narrative:
(B)(4). A conclusion(s) code could not be chosen. The complaint was confirmed, but the root cause is unknown at this time. A dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A visual inspection of a picture received as part of the complaint shows the screen of a monitor that reads "patient circuit test failed". In a video received, bubbles can be observed between the jar and the water trap components. There appears to be leak between the two components. The device history record of batch number 74a1602675 has been reviewed and no issues or discrepancies were found which relate to this complaint. DHR shows that the product was assembled & inspected according to our specifications. Customer complaint is confirmed based on video. However, physical sample is necessary to conduct a proper investigation and determine the source of alleged defect reported. An attempt to duplicate the failure mode was not possible as the device has not been returned. If the actual device sample becomes available at a later date this complaint will be updated.

Event description:
The customer alleges the device failed it's pre-use test. No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The circuit was visually inspected for any signs of abuse/misuse/damage, or subjected to any chemical or caustic environment that might cause damage. Nothing was found, and no tube melting or charring was detected. In order to thoroughly capture all leaks, if any, both limbs of the circuit were submerged under a bath of plain water to see if any bubbles could be detected from leaks. Immediately leaks were detected at the rain trap cups on the expiratory and inspiratory sides of the circuit. The leaks were originating from where the collection cups attach by plastic threads to the rain trap base. Loosening and tightening the cups on both the expiratory and inspiratory limbs provided a stable air pressure value that could be measured. The test value was recorded at 15.0 ml/min which is well within the acceptable test value range for passing. The reported complaint of a leaking circuit was confirmed based upon the sample received. However, all circuits are 100% inspected for leaks at the time of manufacturing so it is unlikely that this leaking condition was present at that time. Other remarks: also, the IFU states the end user should ensure that all connections are secure and all unused ports are capped, and water traps (if enclosed) are sealed properly. The leak that was observed indicates that operational context caused or contributed to this event.

Event description:
The customer alleges the device failed it's pre-use test. No patient involvement reported.